Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported their body kept rejecting the device and it came out. It would erode through the skin. The patient has had five surgeries. The device was initially placed in the right hip and the body rejected it. It was then put in deeper, but it was rejected again. The device was moved to the left hip and it was once again rejected. The left hip was tried again, but the device was rejected for a fourth time. The device was then moved to the butt in (B)(6) 2015. The patient had scar tissue around their whole body and they thought that was why the device was placed in the butt. It was noted that it would take about two months to wind itself out, but the device did work for them. Since the surgery on (B)(6), the incision on the left hip was still leaking. The staples were removed on (B)(6) 2015. No further information was reported. An additional follow up report will be sent if additional information is received. Per manufacturer's device registry, the device was replaced on (B)(6) 2015.

Event description:
It was reported that the pocket was not healing. A revision was noted. They moved battery to the other side. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had many surgeries trying to put it in different spots in their body and they kept getting an infection.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ax0c, implanted: (B)(6) 2013 product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).